Event description:
Following a successful veni-puncture, the needle went through the catheter and stuck the user in the right rc. The user recannulated the catheter causing it to spear through the side of the catheter resulting in the needle stick.